Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of a damaged cannula. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive inline and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported her blood glucose reached 400 mg/dl after wearing the pod between 1 and 4 hours on the arm. Hyperglycemia treated by patient with a manual injection with an insulin pen. The patient prepared the skin during the activation process and it was noted that she is very allergic to the adhesive pad.